Event description:
It was reported that during a scheduled review the stored electrograms (egms) have recorded atrial tachy response (atr) events on the implantable pacemaker showing farfield r-wave oversensing (ffos) on this right atrial (ra) lead. The lead and device remain in service. No adverse patient effects were reported.